Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had stiches from a surgical procedure and the lifevest irritated the stitches causing the affected area to bleed. There is no indication that the patient's surgery was a result of using the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's nurse placed a bandage over the stitches. Follow up indicated that the skin irritation improved.